Manufacturer narrative:
Concomitant products continued: juvéderm volift with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ischemia, blanching, and arterial embolization are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to:. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use - posology ¿ if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal color.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm volift with lidocaine (v17la70698, v17la70351) in the lips and 1 syringe of juvéderm voluma with lidocaine in the cheeks. During the injection, the patient developed blanching above the lips. On the following day, the patient noted that the blanching spread upward around their nostril. The symptoms were not considered to be a product related defect and noted to be a localized ischemia to the right medial cheek and right side of nose as it was suspected to be due to inadvertent arterial embolization from an injection to the right superior labial artery. Patient was treated with nitro paste, massage and warm compress as a precautionary measure. Symptoms resolved 6 days later with no sequelae over multiple visits. This is the same event and the same patient reported under MDR ID #3005113652-2018-01088 ((B)(4)) and MDR ID #3005113652-2018-01089 ((B)(4)). This MDR is being submitted for the third suspect product, juvéderm voluma with lidocaine, also a device manufactured by allergan.